Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The lid was replaced to resolve the issue. The cause of the reported issue was determined to be the missing lid magnet. The device was subsequently returned to the customer. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.